Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 13 in the mouth, primary stability was not achieved in type ii bone. The implant was removed and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that on the day the implant was placed in ada site 13 in the mouth, primary stability was not achieved in type ii bone. The implant was removed and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).